Event description:
The customer reported that during priming during priming; air detector on return tubing didn't detect the liquid at the expected moment; they reported that there was no kink anywhere. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was received for investigation. No defects were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation: the run data files were reviewed for this event. The "t1 return air detector fluid check" alarm occurred before the procedure started, prior to patient connect. This alarm occurs when the return line air detector does not detect fluid when expected. Root cause: the returned disposable set was inspected and no defects were found. Possible causes for the "return air detector fluid check alarm" are air or foam in the return line or a system failure such as a defective rlad, upper user strobe driver cca, or control stack. Correction action: the return line air detector was replaced on this machine.